Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Results: no x-rays/photos are available. Product was not returned (disposed). A root cause cannot be determined (multi factorial). Not enough information was received. Further patient information could not be obtained, but it should be noted that other factors that can impact the success of union are obesity, smoking, and patient pathologies. A list of questions was sent out to the sales rep for more information about the patient (adverse consequences, activity level, injury, ect...), but answers were mostly unknown. Conclusion: the exact cause cannot be determined without a product to inspect.

Event description:
It was reported that... "On (B)(6) 2013, it was found that ser screw was loose, still in the screw head, and one of two cage in between l5 and s was out of the position. On (B)(6) 2013 cage was removed from the patient."

Event description:
It was reported that .. "On (B)(6) 2013, it was found that ser screw was loose, still in the screw head, and one of two cage in between l5 and s was out of the position. On 4/30/2013 cage was removed from the patient."